Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan to report the one touch ultra meter was giving the battery indicator symbol. On (B)(4) 2012, the sr. Medical surveillance specialist spoke with the patient to obtain and verify information. Since (B)(6) 2012, the patient claimed that the reported meter would display the battery indicator symbol during testing; she was intermittently unable to obtain a blood glucose reading. The patient noted she replaced the battery, and would take the test strip out and reinsert it and sometimes she was able to obtain a reading. The patient manages her diabetes with novolog insulin taken on a sliding scale and 43 units lantus insulin once per day. On those occasions when the patient was unable to obtain a blood glucose reading, she guessed at the correct doses of insulin to take. On (B)(6) 2012, the patient experienced the symptom of vomiting. She did not seek any medical attention or treatment. Troubleshooting revealed the battery did not need to be replaced and there had been no misuse of the product. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hyperglycemia after not being able to test her blood glucose levels due to the meter power issue and guessing at her insulin doses. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.